Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a off no power alert. Customer's blood glucose level at the time 57 mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within specification. No unexpected low battery or off no power alarms noted. The device functioned properly. The unit was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.